Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). Initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the check whether there was a film in the tank or the level sensor and carry out mtk/stk in an arctic sun device. Per review of work order on 07feb2025, there was no patient involvement. Per follow up information received via mail on 07feb2025, device would be repaired in the hospital by crs.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be identified, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. No film was seen in the tank during evaluation. Calibration error 90 occurs during calibration. Heating test flow rate is less than 1 litre per minute and calibration error 80 timeout during water check. Calibration temperature could not be reached. Manifold sometimes does not switch the valves. Replaced manifold. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the check whether there was a film in the tank or the level sensor and carry out mtk/stk in an arctic sun device. Per review of wo on 07feb2025, there was no patient involvement. Per follow up information received via mail on 07feb2025, device would be repaired in the hospital by (B)(6). Per sample evaluation results received via task on 24jun2025, it was reported that the calibration error 90 (heater test- flow is below 1 liter per minute) occurred during calibration. Heating test flow rate was less than 1 liter per minute and calibration error 80 (water check time out - unable to reach calibration temperature) timeout. During water check, calibration temperature could not be reached and both errors caused by failed manifold.